Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device displayed a "defib pad short" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
E complainant was contacted for return of the device. The customer has responded and indicated that the device was repaired and placed back into service. The device will not be returning to zoll.